Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 used sample and 111 unused samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for sleeve side piercing with the incident lot was observed in the used sample. All 111 unused samples did not show any defects upon inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood leakage occurred from the luer adapter during use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported blood leakage occurring from the luer adapter.